Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received an unexpected power loss alarm. The customer¿s blood glucose level was unknown. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loosed, cracked or damaged and the second occurrence of replace battery alert or replace battery now without a low battery warning. Troubleshooting was performed. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was advised to the insulin pump will need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery now alarm, battery power loss alarm or battery longevity noted during testing. (B)(4).